Event description:
One endeavor sprint 3.0mm diameter x 15mm length rapid exchange (rx) drug eluting stent was implanted in the 1st diagonal branch during the index procedure. Another endeavor sprint 2.75mm diameter x 8mm length rx drug eluting stent was implanted for treatment of a dissection/ bailout that occurred after treatment of the target lesion. It was confirmed that the patient had stable angina at the 30 day, 12 month, 18 month, 24 month, 30 month and 36 month follow up. The patient had developed unstable angina at the 6 month follow up.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection).